Manufacturer narrative:
It was indicated that this device was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, the patient complained of being short of breath and tired. Upon interrogation, it was noted the device had declared end of life (eol) approximately two months prior. It was indicated that this device was explanted and replaced. No adverse patient effects were reported.